Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j10994r11, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving saline via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported they plan to discontinue using the pump partially due to a problem with the catheter. The patient was not getting relief. The physician did a dye study and the physician did not feel it was in the intrathecal space. The reporter did not have specific dates for when the catheter dye study was done. The healthcare provider also stated that the patient was going to have more back surgery.

Event description:
Additional information was received from a consumer. It was reported there was an issue with the catheter and is not getting relief. In (B)(6) 2016 or earlier in the year the patient states the catheter tube moved from the spine; and wasn't getting pain relief from the one medication that was in there and the healthcare provider (hcp) is using oral medication now and won't redo the pump. In (B)(6) 2016 the patient states they had back surgery completed after they did the x-rays to do the surgery. When they did the x-rays that is how they originally discovered an issue with the catheter. The patient was dissatisfied with the unwillingness to replace the pump. The pump was turned off permanently and isn't being used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the pump had reached eos and the pump off codes were requested. The completed and signed pump off form had been received by the manufacturer and the pump was to be turned off.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10994r11, implanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2016-dec-07. It was reported that a pump study and CT scan were done to resolve the catheter not being in the intrathecal space which resulted in the cause of the issue to be found to be a fractured catheter. According to the hcp, the catheter issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.